Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed the occurrence of error message sf197 indicating the outlet flow sensor was stuck. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197). The device was not in use when the fault occurred therefore there was no patient involvement.

Manufacturer narrative:
The astral device's pneumatic block was returned to the resmed design house for an extensive engineering investigation. Review of the device data logs found multiple occurrences of system fault 197 and the device failure to complete its internal self-test. Internal inspection of the pneumatic block found dust particles in the outlet flow sensor. Based on all available evidence and previous investigation of similar complaints, the investigation determined that the these device events were most likely due to the contamination of the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197). The device was not in use when the fault occurred therefore there was no patient involvement.